Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience fluctuating blood glucose (bg values not provided). Customer reported no issue with the pump/supplies, but prefer using the pump with a cgm and was not using it at the time of the event. The contact declined to perform a system check or to provide further information.